Event description:
The pump was returned for investigation. Investigation revealed a missing bolus button and battery compartment crack. This report is made based on results of the investigation performed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the bolus button was missing. A battery compartment crack was observed. (B)(6).